Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a healthcare professional. This case concerns a patient (demographics not provided) who died due to an unknown cause after grafting with epicel cultured epidermal autografts (epicel). No medical history, past drugs, concurrent conditions or concomitant medications were reported. On (B)(6) 2014, the patient was grafted with 48 grafts of epicel cultured epidermal autografts (batch/lot number (B)(6) and expiration date of biopsy transport media: unk) on an unspecified location for thermal burn. On (B)(6) 2014 (5 days following grafting with epicel cultured epidermal autografts), the patient died due to an unreported cause. It was unknown whether autopsy was performed. Corrective treatment: unk. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and the results were pending for the same.